Event description:
It was reported to philips that intermittent monitor shutdown during use; replaced monitor on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 56" color lcd exam rm (cml5681w) monitor and restored the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).